Manufacturer narrative:
Citation: d¿errigo p et al. Transcatheter aortic valve implantation versus surgical aortic valve replacement for severe aortic stenosis in patients with chronic kidney disease stages 3b to 5. Ann thorac surg 2016;102:540. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of renal failure on outcomes after transcatheter aortic valve replacement (tavr) and surgical aortic valve replacement (savr). All data were collected from multiple centers between december 2010 and june 2012. The study population consisted of 1,057 patients (predominantly male; mean age 80 years old), 505 of which were in the savr group and 552 of which in the tavr group. An unspecified number of tavr patients were implanted with a medtronic corevalve device (serial numbers not provided). Among all tavr patients 12 deaths occurred by 30-day follow-up, and 31.2 % by 2-year follow up. Based on the available information, none of the deaths were attributed to medtronic product. Among all tavr patients adverse events by 30-day follow-up included: 1 valve migration, 5 shock, 9 cardiac tamponade, 29 permanent pacemaker implant, 10 major vascular damage, 10 infection, 66 bleeding events requiring red blood cell transfusions, paravalvular leak (65 mild, 19 moderate), and 49 acute kidney injury. At two-year follow-up adverse events included: 8.9% stroke, 2.6% myocardial infarction, and 0.6% required percutaneous coronary intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.